Event description:
It was reported that the plaintiff was implanted with a miniarc sling, on or about (B)(6) 2008, with "the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse." The plaintiff's attorney alleges that "as a result of the implantation, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, pain during intercourse, continual bladder and urethral infections, and other injuries." It is also alleged that the plaintiff has "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment, has sustained permanent injury," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.